Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was almost 400 mg/dl. The customer blood glucose at the time of incident and the current blood was 398 mg/dl. Customer treated with insulin pump. Customer does not allege pump was under delivering. The customer also state that drive support cap appears. Customer declined to check for the presence of leaks or air bubbles in the tubing or reservoir. The insulin pump will not be returned for analysis.